Event description:
It was reported that the patient's left knee was revised due to infection (reported as e. Coli). All components were removed and a femoral component with all-poly tibia were implanted. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #4 l-cem; cat# 5510f401; lot# b7e2r. Triathlon prim cem fxd bplt #5; cat# 5520b500; lot# cj73p. Triathlon symmetric x3 patella; cat# 5550-g-298; lot# prr3. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced h3 other text : device not available.